Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Although the root cause cannot be conclusively determined, it appears that this event was likely due to patient and/or procedural related factors and the initial time of valve implantation. The valve was successfully replaced with a larger valve. There was no indication or allegation of a device malfunction contributing to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to monitor reported events. No further actions required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic aortic valve, implanted for two (2) months, was explanted due to perivalvular leak, secondary to patient prosthesis mismatch. The explanted device was replaced with a larger edwards bioprosthetic valve. The valve seated well, the patient weaned from cpb without difficulty, hemostasis was obtained. Patient underwent an ascending aorta replacement with a 30 mm gelweave graft. The patient was taken to the ICU in stable condition having tolerated the procedure well. The patient was discharged with home health in satisfactory condition on pod #11.